Event description:
It was reported that the right ventricular lead had an increase in impedance and threshold. The svc coil was programmed off. The impedance became high and oversensing was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising as the weekly pace lead trend data shows an increase for maximum ventricular pace bipolar impedance from 1596 to 4047 ohms peak between (B)(4) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met as two patient alerts for lead failure predictor occurred on (B)(4) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the ventricular sic was 691 counts in 3.96 days between (B)(4) 2013. (B)(4).